Event description:
Customer reported poor c-arm not booting. Reported in 2007 and called for service on the same day. No patient involved.

Manufacturer narrative:
Gehc service personnel could not duplicate problem ordered interconnect cable received wrong part reorder five days later, remove and replaced interconnect cable as a proactive measure. Tested system and found it to be performing as intended.